Event description:
A hospira symbiq pump was left at our door stating 'defective screen'. I turned on the pump and found that it had a white screen with: "device malfunction: software error" displayed. Pump cannot be reset or repaired at the facility. This is the second instance for this pump even after having been repaired by hospira.